Event description:
It was reported that regarding do's and don't from the information pack for the purewick urine collection system ,the patient stated the back page was on a blue background and was hard to read. Also stated it would be better for elderly people to read on a white background.

Manufacturer narrative:
The reported event is confirmed as design related. No physical sample was returned, however, evaluation of the photo sample noted that it was difficult to read the ink on the blue background as the customer reported. A potential root cause could be "ink solution/color". Per the email from marketing attached in the investigation overview, a project will be created to update the current marketing literature, which will address the reported event. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick urine collection system ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that regarding do's and don't from the information pack for the purewick urine collection system the patient stated the back page was on a blue background and was hard to read. Also stated it would be better for elderly people to read on a white background.